Event description:
The customer reported a "human reaction" from oil mist. The customer stated that the employee reported coughing. The employee did not seek medical attention or receive treatment. The asp field service engineer (fse) went to the facility to repair the unit.

Manufacturer narrative:
Capital equipment, evaluated at customer site. The fse upgraded the system with a new oil mist filter. The system met factory specs.